Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1. 6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they went to the hospital as their blood glucose levels were high 25mmol/l - 28mmol/l (450 mg/dl ¿ 504 mg/dl). The patient stated that the insulin was not being delivered although the controller was showing that they were receiving insulin. The patient stated that they could feel and smell insulin on their skin and further stated that the insulin was going into the subcutaneous tissue (first layer of skin). The patient reported that the pod leaked resulted in no insulin delivery for approximately 12 hours, which led to blood becoming acidic. The patient did not provide the exact date the medical event occurred, only stating it happened four to five weeks prior. The patient no longer has the pod at the time event, as it was removed by the healthcare provider. The patient spent a full day in the emergency room, where they received intravenous fluids and intravenous insulin. The hospital retained the pod.